Manufacturer narrative:
Evaluation results: one blue line ultra (blu) tracheostomy tube was returned for investigation in used condition. The returned sample was visually inspected at a distance of 12 to 16 inches and normal conditions of illumination. The cuff was inflated using a syringe, and then immersed in water to look for any leaks. A leak was observed in the cuff. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The reported product problem was replicated. The problem source was user interface.

Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that air was leaking from a smiths medical portex blue line ultra suctionaid tracheostomy tube. No adverse patient effects were reported.